Event description:
Pt was listed as unos 1a w/vad complication due to recurring bleeding episodes. On 3/18/08, worldheart was notified that upon explant (for heart transplant) of the novacor lvas, "an approx 6mm hole" was observed in the inflow conduit as described verbally by the involved surgeon. According to the surgeon, due to the pt's very large body size, the conduit may have been trapped against the subcostal margin leading to unusual repetitive stress. Due to the manner in which the conduit was excised, the pertinent portion of the conduit cannot be returned, therefore, engineering analysis is not possible.